Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer went to emergency room due to high blood glucose of 445mg/dl and urinary tract infection on (B)(6) 2018. Customer also reports that insulin pump was not working. Customer was treated with manual injection and customer¿s blood glucose was 224mg/dl. Customer was not wearing insulin pump for less than 48hours prior to hospitalization. Drive support cap was normal. Customer performed high pressure test as well as displacement test and passed. Insulin pump will not be return for analysis.